Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, when the surgeon detached the rectum loops, the stapler and two reloads were unable to fire, the surgeon was able to press the green button and the handle was not squeezed. Products of other manufacturers were used to complete the case. There was no patient injury.